Manufacturer narrative:
(B)(4). UDI not provided, re-processing information not provided, occupation of initial reporter not provided.

Event description:
According to the reporter, during a thoracotomy/lobectomy the bag came apart. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon visual examination, it was noted that the bag was partially detached from the ring and was not cinched. The pull ring was set in the handle. There was bag remnant on the metal ring. The black shrink tube was intact on the ring. The plunger and metal ring advanced and retracted properly. The bag was manually cinched without difficulty. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due the torn bag. These conditions suggest that the green ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. Based on the product analysis, the failure was confirmed to be attributed to the reported event should new information become available, the file will be re-opened an amended as appropriate.